Event description:
It was reported that pump insulin gauge displayed zero units for second filled cartridge instead of expected amount, indicating a fill estimate issue. There was no reported impact to the customer¿s blood glucose level. Customer had not removed air from cartridge as required and technical support educated customer to perform cartridge air removal before filling, customer successfully loaded cartridge and resumed insulin, declined to load new cartridge, and planned to continue using current cartridge and follow up if necessary.